Event description:
The patient reported two instances with his current batch of v-go where the v-go has come off with the needle retracted midway through the day. One device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
D4, h4. The patient reported lot number and expiration date however, the reported lot is not a valid v-go lot number. Therefore, the UDI and device manufacturer date could not be provided. Device evaluation: one device was received and evaluated for the needle button released event complaint. Device (B)(6) was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.